Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a display (dim/fading/color spectrum) issue. The patient stated that the text on the display screen gradually became orange and dim in the past month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2013 with the following findings: when the pump was powered on the display screen was dim/discolored. The contrast setting was already at the highest value. When the display screen was replaced with a test screen, the brightness and coloration returned to normal.